Manufacturer narrative:
Retainer ring = black. The insulin pump was returned for no communication between pump and blood glucose meter, insulin pump and transmitter, and insulin pump and mobile device found on (B)(6), 2021. Allegation to high blood glucoses noted. Insulin pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected alarms noted during testing. Insulin pump successfully downloaded traces and history files using thump. Insulin pump properly paired with accu-chek guide link blood glucose meter. Insulin pump properly paired to minimed mobile app on a samsung s9 phone and apple iphone xs. Insulin pump properly paired guardian link 3 transmitter. No communication anomaly noted. No damage noted at the electronic assemblies during visual inspection. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. No communication between insulin pump and blood glucose meter, insulin pump and transmitter, and insulin pump and mobile device not confirmed during testing. Unable to verify customer alleged for high blood glucoses. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced a high blood glucose of 436 mg/dl. The customer's current blood glucose level was unknown mg/dl. The customer also reported that the devices was not pairing to the insulin pump. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.